Event description:
The customer reported that on (B)(6) 2022, the telemetry device failed to alarm and the patient went in to ventricular tachycardia (vt). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device. There was no failure to alarm issue identified during evaluation. The cause of the customer's allegation is unknown.